Event description:
It was reported that a post-operative x-ray indicated that the right ventricular (rv) lead had migrated to the right atrium. The patient was taken back to the operating room and the lead was repositioned. The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.